Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2016. It was reported the patient experienced severe pain, hernia recurrence, nausea, bowel obstructions, chills, inflammation, loss of appetite, stress and anxiety. No additional information provided.